Manufacturer narrative:
(B)(4). The incident generator and foot switch have been requested but to date have not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure the unit continued to activate after the foot pedal was released. There were multiple foot switches inserted into the generator when this occurred. There was no patient injury associated with this occurrence.